Event description:
A medtronic representative reported that, while in a spine procedure, the back cap of a ratcheting handle fell off. All pieces were retained, no parts fell into the patient. The surgeon used a different handle from the navlock tray to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect ratcheting handle was returned for evaluation. Findings as follows: as reported, the cap has been broken off of the back end of the handle. Otherwise, the handle is functional.

Manufacturer narrative:
Device manufacture date provided.(B)(4)

Manufacturer narrative:
Patient gender and weight were not made available from the site. Device manufacturing date is unavailable. RMA issued. Replacement ratcheting handle shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A cross-functional engineering review was completed on 11 march 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.